Event description:
Device #1 malfunction: cuff miss. Time of device malfunction: during use. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide was attempted with the same results. Hemostasis was achieved using a third proglide device. There were no reported adverse pt effects. Though requested, there was no add'l info available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received. Device #1 - proglide part #12673-03; lot# 63017-6h is being filed under medwatch report 2943144-2008-00748.